Manufacturer narrative:
(B)(4): follow up for device evaluation. One sample was provided to our quality team for investigation. The product was thoroughly inspected; no evidence of a leakage could be identified and there was no damage observed on the syringe or any components that could contribute to a leak. A device history review was performed for reported lot 2410147, no deviations or non-conformances related to the reported incident were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Results were reviewed and verified product met required specification. Leakage testing was performed on the returned syringe; the product was verified to meet required specification and no leakages were observed. Additionally, six retained samples were requested for further investigation. Upon visual inspection, no damaged observed or related defects were identified on any of the products and all products met request specifications. Based on our investigation and sample evaluation, we are not able to identify a root cause at this time.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Event details: syringe leakage during epirubicine administration for chemotherapy bag reconstitution. Description: the pharmacy department of the (B)(6) has notified us of a material safety incident during the preparation of chemotherapy with 3-piece luer lock 50ml syringes, reference: (B)(4), batch: 2410147, expiry: 30/09/2029. Syringe leakage during epirubicine administration for chemotherapy bag reconstitution. Response received 0n 17-jun-2025: the leakage occurred in an isolator. No harm to the patient, but risk of contamination for the compounding technician when handling cytotoxics. We retained the dm in question. It was used and contained a cytotoxic agent (epirubicin).